Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the pump¿s black box showed the last basal delivery was on (B)(6) 2017@ 3:50 pm; last bolus delivery was 12u ez-carb bolus delivered on (B)(6) 2017@ 07:26 am. The total daily dose record added up correctly and reflected the programmed basal and bolus daily total correctly. During testing, the pump reflected 24u after the 24 hr on 1u/hr duration test. A 10u test normal bolus and 10u audio bolus were correctly delivered and recorded. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of inaccurate bolus delivery was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the bolus totals did not match. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.